Manufacturer narrative:
The manufacturer was not notified of the event at the time of occurrence. A field service technician visited the site on 21-mar-2018 to perform planned maintenance. All tests and measurements were found to be within specification with the system performing normally. The cause of the reported event cannot be determined.

Event description:
A notification was received from (B)(6) reporting an incident involving a stellaris system. According to the report, the back of the capsule was damaged by the phaco tip during a cataract procedure causing a "dropped nucleus". Additional information has been requested but not yet received.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and direction for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The complaint review report for the bl511114 indicates that there is no complaint trend issue requiring additional investigation or action. Based on the investigation, there is no evidence to suggest the device caused or contributed to the reported event. The root cause of the event cannot be determined.